Event description:
Mps says that the base array arm is moving after it has been fully tightened, as a result the distal cut was off in one of their cases. Case type tka 1.0.

Manufacturer narrative:
Reported event: an event regarding mechanical failure involving an unknown robotic arm was reported. The event was not confirmed. Method & results: -product evaluation and results: the field service engineer reported: the field service engineer reported: problem reproduced: no. Troubleshooting notes: none. Work performed: reported problem ¿ articulating arm not steady. Observation ¿ articulating arm working, just over tightening causing pre-mature wear. Action taken ¿ replace articulating arm and array connector. Perform all repair matrix testing. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records cannot be conducted as the lot/serial number was not reported -complaint history review: a complaint history review cannot be conducted as the lot/serial number was not reported conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : serviced at customer site.